Event description:
Had open right inguinal surgery with a thin wall. The surgeon cut and inserted a polypropylene plug into the inguinal canal, next he applied a polypropylene patch that was stapled down with polypropylene staples then I was sewed up and then recovery begun. When I woke up I felt a horrid pain where the incision was and a small lump. I was wheelchaired out and lifted into the vehicle. On the way home I vomited 2-3 times; then when I arrived home it took two people to lift me and get me inside where I sat movementless for 4 days with no bowel movement. I returned to surgeon 2 weeks later cause the pain increased at the point the surgeon said it was ok and upped my meds from norco 7/5 to a percocet 7/5. About 9-12 weeks later I had intercourse and felt a burning sensation during ejaculation and a bad stingy feel from pressure against the scar. This never went away till this day. However 2 weeks later I developed pharyngitis and was let go from my job cause I was out two weeks longer than predicted and then missed from being sick with a doctor excuse. I have had several wired skin rashes a few months after surgery that still flare up till this day, but they usually prescribe steroids and boom it's gone then bamm back a few days later. I have several allergic reactions and strep throat several times since surgery. Another issue was 3 months after recovery my back went out and I could not walk for three days. Then it healed right up only to start happening every few months. I have been to three surgeons who presume the genital femoral, spermatic cord, and cermax reflex are bind in scar tissue and mesh. I have a kidney stone, testicular cyst, epiditimis, lymphnoditis, nausea, chronic abdominal pain, major depression disorder and anxiety and several other symptoms that flare up and vanished. I have been on cipro, doxycycline, bacterial cream, ondansetron, promethazine, escitalopram for stress and obsessive thinking, predesine, meloxicam, I have ultrasounds, cts with and without contrast, 7 urine screens, 4 blood tests, and several hospital, centers tone, and doc app. The main option now is to remove the testicle, mesh, and nerves.